Event description:
It was reported that during a procedure to place a stent graft in the femoral artery, the external catheter separated from the device. The internal catheter remained intact. The device failed to deploy. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The eval of the sample revealed that the outer sheath of the catheter were elongated and torn off. The safety clip and 2 way stop cock were missing. The tuohy borst adapter was opened and the stent graft was partially released for 2 mm. The outer sheath was torn off at the catheter reinforcement and slightly elongated in that area. The condition of sample leads to conclude that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. This complaint is confirmed, however, based on the evaluation of the sample and the info provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness for this device for use in the vascular system has not been established.